Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous poplitial artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced pre-dilatation. However, during first inflation, the balloon ruptured. The physician used another device and which also ruptured. The device was completely removed and the procedure was completed with a 4-150 coyote balloon. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 11:15 am CT. The report number is being corrected from: 2134265-2018-64380 to: 2134265-2018-63123.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous poplitial artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced pre-dilatation. However, during first inflation, the balloon ruptured. The physican used another device and which also ruptured. The device was completely removed and the procedure was completed with a 4-150 coyote balloon. No patient complications were reported. Device evaluated by manufacturer: the returned product consisted of a coyote es balloon catheter. The balloon is loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination revealed that the balloon has 14mm longitudinal tear starting 24mm from the proximal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.